Event description:
A sorin group (B)(4) field service representative was at the customer facility to evaluate their s5 system. The customer reported that the pump shut off without command. The pump was hand cranked until a power cycle could be completed, which restored the pump's function. The case was completed without further problems. No pt injury was reported.

Manufacturer narrative:
Manufacture date will be provided in a follow-up report when available. Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). A sorin group (B)(4) field service representative was at the customer facility to evaluate their s5 system. The customer reported that the pump shut off without command. The pump was hand cranked until a power cycle could be completed, which restored the pump's function. The case was completed without further problems. No pt injury was reported. The sorin group field service representative evaluated the device. A full functional check was completed and the system was allowed to run for 90 mins. The reported problem could not be reproduced. The pump functioned as intended. As a precaution, the service representative ran all cables away from the mains extensions and tie-wrapped them out of the way to ensure they did not inadvertently fall against the power switch. The device was returned to service and continues to function as intended. There have been no further complaints regarding this device. No further action is deemed necessary.